Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 for low blood glucose. The mother stated the customer experienced low blood glucose from overbolusing. It was found the customer received too much insulin from their bolus deliveries. The mother inquired how to prevent the customer from bolusing when it was not needed. Customer's blood glucose was 10 mmol/l at the time of the call. The mother declined to return the insulin pump for analysis.